Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, the exact cause of the aortic dissection cannot be confirmed. Procedural factors (manipulation of the devices), in addition to patient factors (severe vessel tortuosity, pre-existing thoracic aortic aneurysm) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), during a transfemoral tavr procedure, following the placement of an esheath, a commander delivery system and 23mm sapien 3 valve were advanced through the aortic arch. The sapien 3 valve was positioned between the alignment markers in the descending aorta and the nose cone of the delivery system was advanced to the top of the aortic arch. An unsuccessful attempt was made to advance the delivery system further than the top of the arch. The flex catheter was also noted to be considerably curved and bent. The distal flex was used 3 or 4 times, but could not be passed through the arch; however, it could be advanced when completely unflexed. The bent flex catheter did not affect the valve positioning and the valve was successfully deployed where intended. The delivery system and esheath were withdrawn. Angiography showed dissections extending from the abdominal aorta through the right and left common iliac arteries (cia) to the right and left bifurcations of the external iliac artery (eia). Angiography also revealed restricted blood flow in the same area. A 12mm x 60mm stent and an 8mm x 100mm stent were placed in the left cia and a 12mm x 40mm stent and an 8mm x 100mm stent were placed in the right cia. Normal blood flow was restored and an improvement of oxygen saturation in the lower extremity was confirmed. The procedure was completed and the patient was transferred from the room. On postoperative day (pod) 1, CT showed an arterial wall dissection in the thoracic aorta. The iliac artery dissection was observed to be "connected" to the thoracic aortic dissection. Conservative treatment was recommended for the thoracic aortic dissection and no intervention was performed. The access vessel minimum luminal diameter (mld) measured 7.9mm with mild calcification and severe tortuosity reported. It was perceived that the dissections were likely caused when the delivery system was passed through the curve of the aortic arch.